Manufacturer narrative:
(B)(4). No further information is available. When the sample evaluation results become available, a follow up report will be submitted.

Event description:
Baxter (B)(4) sales representative received a report from a nurse that the titanium adapter could not be connected to the patient adapter completely. The doctor confirmed 3mm gap on the titanium adapter. There was no patient injury or medical intervention. The actual sample is available for evaluation.